Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for part #357.372, synthes lot #7498655. Release to warehouse date: 10-oct-2013. Expiration date: n/a. Manufactured by synthes (B)(4). Nonconformance (ncr ) was generated during production for debris. Rework was performed by cleaning parts with swab and alcohol, and all parts passed inspection. This non-conformance is not relevant to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No service history review can be performed as part number 357.372 with lot number(s) 7498655 is a lot/batch controlled item. The manufacture date of this item is 10-oct-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a routine inspection, the helical blade inserter was found broken in the instrument set. This was not broken during surgery. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was broken. The repair technician reported the pin on the alignment indicator was damaged, and there were burr marks on the side of the alignment indicator. Burred is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.